Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 29-jan-2019. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("acute episodes of pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), polymenorrhoea ("menstruation period more and more frequent"), menorrhagia ("very heavy menstruation period lasting one week minimum"), abdominal discomfort ("sensation of heaviness in the lower part of the belly"), dyspnoea ("regularly breathlessness in the evening"), abdominal pain ("abdominal pain preventing her from taking her breath again"), fatigue ("significant fatigue") and abdominal pain lower ("cramps in the lower part of the belly"). At the time of the report, the pelvic pain, polymenorrhoea, menorrhagia, abdominal discomfort, dyspnoea, abdominal pain, fatigue and abdominal pain lower outcome was unknown. The reporter provided no causality assessment for abdominal discomfort, abdominal pain, abdominal pain lower, dyspnoea, fatigue, menorrhagia, pelvic pain and polymenorrhoea with essure. The reporter commented: everything was ok during one year after the placement of essure. The patient was currently on sick leave until (B)(6) due to pain and significant fatigue until her general practitioner and her gynecologist obtained the result of the blood test. Further company follow-up with the regulatory authority is not possible. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.